Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 111 mg/dl. During troubleshooting, it was found that customer was exposed to MRI. Customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. The insulin pump was received with cracked case at the display window corner and minor scratched lcd window.